Event description:
It was reported that the patient received shocks due to noise. During an implant procedure, the lead was advanced into a branch of the subclavian vein and the coil was deformed. The lead was removed and the physician decided the lead looked ok and measurements were fine so reimplanted the lead. A couple of days after implant, the patient received shocks that were due to noise. The lead was removed and replaced. Patient outcome was listed as "clinically stable". No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found. Observed coil distortion likely occurred at implant, however this distortion in not responsible for the reported noise. The source of the noise cannot be determined. The full lead was returned for analysis. The event date was updated.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient received shocks due to noise. During an implant procedure, the lead was advanced into a branch of the subclavian vein and the coil was deformed. The lead was removed and the physician decided the lead looked ok and measurements were fine, so reimplanted the lead. A couple of days after implant, the patient received shocks that were due to noise. The lead was removed and replaced. Patient outcome was listed as "clinically stable". No further patient complications were reported as a result of this event.